Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. Due to hypoproteinemia, the patient was given intravenous human albumin injection as ordered by the doctor on (B)(6) 2024. When the patient was undergoing intravenous puncture, liquid was found to be leaking from the root of the needle. A new closed intravenous needle was replaced for puncture and the matter was reported to the equipment department.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4016580. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.